Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to an insulation issue. The impedances were greater than 2000 ohms and there were high thresholds. The physician assumed that subclavian crush was the cause. There were no adverse patient events reported. Should additional information be received, this file will be updated.